Event description:
Addtional information: it was later reported that the outcome was noted as resolved without sequelae (B)(6) 2012.

Event description:
Patient experienced bilateral lower extremity weakness; was unable to walk and was hospitalized. A MRI showed mild narrowing of the neural foramina. The severity was noted as moderate. The pump was re-programmed and medication adjustment was indicated to have been done on (B)(6) 2012. Drug infused via the device was unknown. The event was noted as ongoing; a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk; catheter model: 8598a, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).